Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The patient went into the catherization lab after 15 minutes of reanimation and under artificial respiration. It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to a protected percutaneous coronary intervention (pci) with impella procedure. The sutures of one proglide device were successfully pre-placed; however, when suture placement with a second proglide was attempted, the physician did not stabilize the proglide well and due to a "little shake" while deploying the needles an anterior cuff miss occurred. The sutures of an additional proglide device were successfully pre-placed. The sheath was upsized to a 16f and the impella was used. The patient had critical blood pressure (non-physiologic, only by impella support) and poor blood oxygen level. The patient was not recovering with treatment. The patient died due to her bad prognosis and health situation. Reportedly, the patient death was not in correlation to the usage of the proglide devices. No additional information was provided.